Event description:
It was reported the patient was hospitalized with a pocket infection. The device and left ventricular lead were explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant devices: implantable tachy lead: (B)(6) 2005, 4193 left ventricular (lv) lead: (B)(6) 2005. (B)(4).